Event description:
It was reported that the screw head broke off just before implant was fully seated.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device of additional information becomes available, a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.